Manufacturer narrative:
Additional information: b3, b5, h3, h6.

Event description:
Additional information was received on 03/12/2025: this occurred at the end of the case during a troch fx procedure on (B)(6) 2025. They used another 1268-100 130° radiolucent targeting arm and a different hole to complete the case. They used a dynamic hole, not a static one, to complete the case. There was no case delay. There were no adverse effects on the patient.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. One unpackaged 1268-100 130° radiolucent targeting arm batch number: 212054 was received for investigation. Visual evaluation of the returned device noted superficial wear and tear to the device. Functional testing was performed by assembling the returned device with known good mating parts and it was found that the returned device was able to target and align with the distal static cortical screw hole as intended. No problem found. Refer to investigation photos.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/06/2025, it was reported by a sales representative via (B)(4) that an 1268-100 130° radiolucent targeting arm would not target the distal static cortical screw hole. The case was completed. This was discovered during a procedure, with no reported patient harm. Additional information has been requested.